Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a heater-cooler system 3t device was found to be contaminated. Within the report it is reported that there was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication livanova learned that the heater-cooler system 3t device found to be contaminated in this specific case, was one of the two devices found to be contaminated with mycobacterium gordonae under manufacturer report number 9611109-2022-00368. There was no patient injury related to this device contamination. Therefore livanova was able to retrieve the device serial number and UDI code which have been added to the dedicated d.4 section. The manufacturing date of device has been added accordingly in h.4 section. Through follow-up communication with the customer handled under event ref. (B)(4) livanova collected the following information which are valid also for this case: - the laboratory test report of water sampling performed on the device are not yet available; - no other devices/surfaces in the or/ICU were tested in order to verify if contaminated and in order to identify the source of contamination; - no microbial test was performed on the sink water; - the contamination source has not been investigated at the customer facility. In addition, it was communicated by the customer that device instruction for use are not followed in terms of cleaning and maintenance of water quality. In detail, it was reported that: - the device was not cleaned regularly as required by the instruction for use; - the customer uses re-usable heating blankets which can be a potential source of contamination; - water quality monitoring (hpc and ntm test) is performed once per year; - hydrogen peroxide h2o2 level daily check as required by IFU is not performed; - prior to initial operation and prior to storing the heater-cooler, the surfaces are not disinfected; - heater-cooler water circuits are not disinfected prior device storage. Moreover, customer reported that they use a anios water filter with 30 days replacement. No specific model of filter has been provided, however based on the anios catalog product it is reasonable to assume that customer uses a tap water filter with 0.2 ¿m porosity which is equivalent to pall-aquasafe water filter with an 0.2 ¿m membrane recommended in the device instruction for use. Reportedly the device is used inside the operating theater with the fan directed away from the patient and at an estimated distance of 2 meters from the surgery field. During follow up with the customer it was highlighted that their cleaning and monitoring protocols do not respect livanova IFU. Livanova representative reviewed the cleaning and maintenance process of devices with the head of the patient safety quality department and the head of infectious risk management department of the customer. A review of the process was also done with one of the perfusionist to ensure the customer adheres to livanova device instruction for use. Based on collected information, the root cause of the reported contamination can be traced back to the above mentioned deviation from device instruction for use at the customer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.